Event description:
It was reported that insulin pump malfunction occurred with malfunction code displayed and pump unable to be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.